Manufacturer narrative:
The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report and from info documented on the user facility's biomed dept. Work order. The following info concerning the eval of the device by the user facility was copied from the user facility's biomed dept. Work order. "Settings on the vent upon arrival: vt. .70. Rr 18, f 50, o2% 35, presssup 15, assist sense 2.0, base flow 5, flow trig 1.0, pressslope -5. Lock out button activated for pt settings. Lock out button activated for alarm settings." "Further investigation, the vent passed ovp (operational verification procedure) and determined the vent to be operating to manufacturer's specifications. The lockout button for the pt settings works as designed; when the led is illuminated, the pt settings can not be changed, when this button is pressed again, and the led is off, the pt settings can be changed. The lockout button for the alarm settings works as designed; when the led is illuminated, the alarm settings can not be changed, when this button is pressed again and the led is off, the alarm settings can be changed."

Event description:
The following description of the event was copied from the user facility medwatch report received from the user facility on 03/28/08. "Ventilator became inoperative and nonfunctional while on pt in ICU 2. Audible alarm was sounding but manual control buttons were not functional and all were lit up. Pt immediately removed from and mbr 100%. Ventilator was shut down and started back for reset. Ventilator still inoperative. Ventilator taken out of service and all equipment and circuit left unchanged." The following description of the event was copied from the user facility's. Work order. "Ventilator was alarming on pt and rt was unable to manually select any settings. Turned off to reset and still unable to manually change any settings."